Event description:
During an lar procedure, the device had difficulty closing down when it got close to the gap setting. Case closed by continuing to turn knob until it hit the gap setting. There were no adverse consequences to the patient.